Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a ¿low glucose soon¿ alert and observed a blood glucose of 74 mg/dl with a downward trend, without recent food intake or medication, and later noted that the ilet correction algorithm could be aggressive during its learning period. Symptoms included hypoglycemia. Outcomes included self-treatment and recovery without injury, medical intervention, or hospitalization. Investigation included review of available usage and trend information and user counseling on pump operation, alerts, and hypoglycemia management. Investigation of this case revealed no device malfunction, with performance consistent with an algorithm adapting during its learning phase and user education needs identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and possibly related to physiologic variability combined with the algorithm¿s learning period and user technique. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.